Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> investigation of the reported event confirmed the reported device disassociation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 110040500, lot number 537273. Device history review ==> review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : investigation of the reported event confirmed the reported device disassociation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :product code (B)(4). Device history review :review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision following a fracture of a global unite head. Update july 4, 2017: additional information received indicating the patient was revised due to disassembly of the head. Doi updated and added patient demographics. Part and lot numbers are added into the complaint record. This complaint was updated on july 4, 2017. Update july 31, 2017: additional information received indicating the patient underwent surgical revision with joint synovectomy and change of head and humeral metaphysis. It was reported that there is synovitis with metallosis at the glenoid. This complaint was updated on july 31, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.